Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having an uti since (B)(6) after doing adjustments. The patient stated that the uti might be related to the intensity increase. The patient also mentioned that an manufacturer agent assisted them over the phone with that adjustment since they were not getting the wanted relief. The patient confirmed that they increased the intensity to 3.5 which at the time was located in the bicycle seat area. The patient mentioned having overall urinary discomfort. The patient tried to contact their healthcare provider (hcp) for assistance but has not been possible. The patient stated that they want a prescription of antibiotics from manufacturer. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B2: other: uti medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.